Event description:
Procedure type: unk. According to the rptr: the surgeon attempted to staple across the pulmonary artery with an endo gia stapler. The blade was stuck and the load would not open on the pulmonary artery. Another handle was opened and used. To remove the device, the surgeon ligated the vessel with suture on both sides of the stapler and cut the device out with a scalpel. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).